Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head...came off in mouth - oral-b [device breakage]; brush head feels loose when attached to the brush - oral-b [device connection issue] does not have the ring that connects brush head and the brush - oral-b [device physical property issue]. Case narrative: female consumer via phone reported that her oral-b toothbrush handle did not have the ring that connected the oral-b toothbrush head and the brush and the brush head felt loose when attached to the brush. No injury was reported. 21-jan-2025 follow-up via image: the suspect product lot number was 3da43420025. No injury was reported. 21-jan-2025 amendment via case update: the toothbrush head came off in mouth when consumer was brushing her teeth. No injury was reported.